Event description:
It was reported that the customer received a power source alert while using a non-tandem charging cable and a non-tandem wall power adapter resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a secondary charging cable and a secondary wall power adapter.